Manufacturer narrative:
(B)(4) ¿ the device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient presented to the emergency room with somnolence and inappropriate behavior. A head CT scan showed an evolving subacute infarct of the right insula. Neurology service felt the event was likely cardio-embolic in origin. The patient was admitted and was later found to have cold extremities, with concern for cardiogenic shock. A bedside echocardiogram showed the aortic valve opening with each heartbeat, a dilated left ventricle and tricuspid regurgitation. The patient's lactate dehydrogenase was found to be very elevated at greater than 3000 u/l, and the lactate was 5.1 mmol/l. There was concern for pump thrombosis, and on (B)(6) 2015, the patient's pump was exchanged.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The report of elevated ldh and suspected thrombus can be confirmed based on the evaluation of the pump; however, a specific cause for the reported stroke and a correlation to the device could not be conclusively determined. The pump returned with the driveline cut approximately 5¿ from the pump housing and the severed portion of the driveline was not returned. Examination of the lumen of the outlet elbow revealed a white non-laminated deposition situated on the textured blood-contacting surface. Although a specific cause for its development could not be conclusively determined, the deposition appeared to have developed in this area. The deposition found on the outlet elbow did not appear to occlude the flow of blood. Upon disassembly of the pump, examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition appeared to have evidence of denaturing, and the contact marks on the outlet bearing cup and outlet cone section of the rotor suggest that the deposition was present while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no deposition. The thrombus found in the outlet stator would have contributed to the reported elevation in ldh. The thrombus would have also created additional resistance on the spinning rotor, potentially contributing to the reported elevated power readings. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.